Event description:
During an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. A pre-procedure MRI revealed evidence of possible pericarditis with a small pericardial effusion. During the procedure, transseptal puncture was performed using a non-sjm transseptal needle through an agilis nxt introducer and an inquiry optima ep catheter was advanced into the left atrium for mapping purposes. A second transseptal puncture was performed and tacticath quartz ablation catheter was advanced to perform a circumferential ablation of the left common vein. The tacticath quartz ablation catheter was then used to begin isolation of the right superior pulmonary vein. The patient then became slightly hypotensive and the cardiac silhouette exhibited decreased motion. An unknown ice catheter revealed a pericardial effusion with mild left atrial compression. Heparin was stopped, protamine was administered, and a pericardiocentesis was performed to stabilize the patient. The pericardial drain remained in place and the patient was kept overnight in the hospital for observation. An echocardiogram the following day revealed minimal pericardial effusion and the drain was removed. The patient was discharged the following day in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.